Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump was alarming with a blank screen (this is the pumps auxiliary alarm, and is meant to signal that the pump has lost power). They stated that the patient changed the batteries and restarted the infusion. They stated that when they checked the pump later, it had turned off again. He stated that the pump indicated he had 60 hours of a 72 hour infusion left and that it had been started 3 days ago. Mmdg did follow up with the initial reporter, and at that time they stated that the patient reported fatigue as a result of the delay, but did not require medical attention and had not been harmed. ((B)(4)).